Event description:
It was reported that an ilet pump repeatedly issued alert 38 indicating consecutive motor stalls during a rewind, produced an abnormal loud noise, and then prompted immediate restart alerts after each reboot, after which a replacement was arranged and the patient was advised to use backup therapy with finger-stick monitoring, ketone checks per plan, and cgm continuation. Symptoms included hyperglycemia with readings at the ¿high¿ meter value, duration above 180 mg/dl for about nine hours, alerts for glucose above 300 mg/dl for more than 90 minutes, and headache. Outcomes included the need for manual insulin injection as backup therapy without hospitalization, professional medical intervention, or assistance from others. Investigation included device exchange with data synchronization guidance and return of the original unit for assessment. Investigation of this device revealed a drug delivery interruption due to a stalled motor in the pump assembly consistent with the reported alarm and abnormal rewind noise. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the drive system leading to interrupted insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.